Event description:
A (B)(6) female pt contacted zoll customer support to report that her belt was broken and was displaying the service code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt broken / service code 204) has been confirmed. The cause of the broken belt and service code 204 is a broken trunk cable connector. The root cause of the broken trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.